Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that on (B)(6) 2019, the patient fell in their kitchen, and since the fall they patient had a loss of effective coverage. X-rays were taken, which showed minimal migration. Impedances were checked and found to be within normal limits. The rep attempted reprogramming to recapture coverage; issue was resolved at the time of the report. It was noted the patient would contact the rep if they need further reprogramming in the future; no plans for further follow up were in place at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of concomitant products: product ID: 977a260, ,serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018,product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. They confirmed that the lead was the device that had migrated. No further complications were reported or anticipated.